Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Visual inspection of the returned product found the lens blocked inside the cartridge due to lens rotation. Volume of used viscoelastic material appeared to be enough. It was not possible to determine the exact root cause. It is still possible that the incident was caused by user error but also it is possible that it happened though the user exactly followed the instructions. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon was attempting to insert a ks-ni2 aq310ain, 18.0 diopter preloaded injector, but the lens was blocked inside the nozzle. There was no patient contact. The backup lens was implanted within the same surgery.